Manufacturer narrative:
(B)(4)..

Event description:
It was reported that in the pt's room 17 days after the catheter was inserted into the pt's subclavian vein, a leak was found from the proximal line. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.